Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event with an infusion set as there was blockage at the site.the patient was alerted by alarm 2 and alarm 26. This led to rise in the blood glucose level for which patient took correction injection via mdi. The symptoms were noticed within 3 hours of insertion. The site of insertion was reported to be abdomen, arm, and upper buttocks and was rotated regularly. Also, the patient mentioned having an allergic reaction to the adhesive of the infusion set. No further information available.